Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
Diaphragm loss the manufacturer received information alleging a diaphragm loss on a trilogy 202 device. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.